Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that after placement of the intra-aortic balloon (iab) and starting the intra-aortic balloon pump (iabp), the alarm for kink occurred frequently. No kink was noted in the catheter. The user checked the connection and restart the iabp, the alarm did not stop. As a result, the iab was removed and replaced with a new iab successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab kinked is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that after placement of the intra-aortic balloon (iab) and starting the intra-aortic balloon pump (iabp), the alarm for kink occurred frequently. No kink was noted in the catheter. The user checked the connection and restart the iabp, the alarm did not stop. As a result, the iab was removed and replaced with a new iab successfully. There was no report of patient complications, serious injury or death.